Manufacturer narrative:
The customer reported complaint of solex catheter (lot 89014) not cooling the patient's temperature and the 2 balloons stick together was not confirmed. The catheter functioned as intended, there was no device malfunction. During visual inspection, there were no physical damage found. The appearance of the returned serpentine balloon catheter was observed wrinkled as normal, balloons were not stick together, thus not confirming the reported complaint. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Unrelated to the customer reported event, blood residue was observed on the tubing ports. During functional test, the catheter performed as intended. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned solex catheter was connected to a good known suk and ran with the ivtm thermogard system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The saline was circulating in both cooling and warming mode and it was observed that the target temperature was achieved in both modes. The customer complaint was not confirmed. The catheter performed as intended.

Event description:
It was reported that after 2 hours of ivtm thermogard treatment, customer experience problems with the solex 7 heparin EU catheter. The customer was unable to reach the desired temperature of 33 degrees, the ivtm thermogard system was set to max temperature, cooling temperature was not working. Customer replaced the solex catheter and they were able to continue treatment with no further issues. No catheter leaks were observed, the solex catheter exhibited 2 balloons stick together. No consequences or impact to patient.